Event description:
We installed spacelabs' 1400 mhz telemetry system in march of this year. We started monitoring pts in april. Form the beginning we noticed serious intermodulation problems. That is one transmitter would be rec'd by its assigned receiver and also would cause noise on another receiver. Spacelabs spent many hours adjusting our antenna system. This intermodulation continues though it is not as severe. Now spacelabs has sent a letter to customers admitting to thi sproblem and also stating that in at least on eincident a pt's trace was displayed on another pt's assigned slot, thus presenting false info about the second pt. We have not experienced this particular mainfestation of the problem. We wanted to increase the spacing between our transmitters to mitigate this problem but our service rep had told us that the FDA has forbid them to make any changes at this time. We are of course very concerned about the possibility of this system displaying incorrect pt data. We also noted a microphonic problem there installation but at that time spacelabs stated it was not a problem clinically and they had no plans to correct it. I also have a letter to that effect. I will make copies of spacelabs' letters available if needed.